Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance with slightly fluctuating thresholds that were noted to have been high since implant. The lead remains in use. No patient complications have been reported as a result of this event.